Event description:
Per oos, this system was removed due to infection. There is no further information regarding the location of the lead. Protos vr/cls, MDR 1028232-2009-00683 np 53 bp, MDR 1028232-2009-00688.